Manufacturer narrative:
Correction h6: medical device problem code. Additional information b5: additional information was received indicating the device alarmed high during the downstream occlusion test. Test was performed three times and the device alarmed high each time. Additional information e1: initial reporter email, d9, h3, h6 and h10. H10: the device was received for evaluation. During functional testing, the reported problem 'failed downstream occlusion test' was not reproduced. The device was tested for downstream occlusion with passing results. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed the downstream occlusion test. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.